Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a trial patient. It was reported that trial patient was not feeling stimulation. More information was received on (B)(6) 2017 with trial patient reporting that they were concerned that when they were going to empty their bladder, it didn't feel like it had emptied completely. Additional information was received from trial patient reporting that they were having retention which was new. They didn't feel like they were fully emptying. Patient's medical history included them taking a medication called myredrex. No further complications were reported.